Event description:
As reported by the user facility (translation of customer letter): dear ladies and gentlemen, I ask for verification of the delivery accuracy. Furthermore, I ask for the reading of the history log and determination of irregularities in the running of the pump. Please refer to the enclosed letter of prof (B)(6): "dear mr. (B)(6), the syringe pump was equipped with one 50ml original-perfusor-syringe (b. Braun) and started on (B)(6) 2011 approx 2.00 pm with a setting of 1.0 ml/hour infusion rate. Alarms were not observed in the period in question. After 35 hours the infusion syringe was empty (wednesday, (B)(6) 2011, 1.00 am). The proper operation of this pump must be secured. Kind regards, prof. (B)(6)."

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting this report as the device importer on behalf of b. Braun (B)(4) (the MFR). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The device is currently in the laboratory for investigation. We will provide a follow-up report after the inspection results are available.